Event description:
Pt was implanted with the esteem system (B)(6) 2012. On (B)(6) 2014 patient came in with a small wound breakdown which was treated surgically. The procedure consisted of removing the sound processor to reduce skin tension. There had been on indication of infection, and no culture report was requested. The returned device was received at envoy on (B)(6) 2014.

Manufacturer narrative:
Sound processor was removed to allow healing.